Event description:
The patient contacted animas on (B)(6) 2012 reporting being hospitalized on (B)(6) 2012 with a blood glucose level of 27 mmol/l with vomiting. The pump was reviewed with the patient. The patient confirmed that the pump was programmed as desired. The patient indicated that the site, set, and cartridge were changed and blood glucose levels did not resolve. The patient indicated that the health care provider stated that the event may have been due to bad insulin however the patient resumed pump therapy on discharge with new insulin and blood glucose levels elevated; the patient also reported giving insulin injections to correct but the blood glucose levels did not resolve. This issue is being reported based on the conclusion that the patient was hospitalized with hyperglycemia of unknown origin while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the data from the time of the reported incident is unavailable for review due to continued pump use. A review of the total daily dose history from (B)(4) 2012 to (B)(4) 2012 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.